Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case was completed with no adverse effects to the patient reported. The purpose of this investigation is to evaluate the risk associated with the identified failure mode of "unexpected shutdown or failure to start" for gps-dfmea-1412. In response to this complaint, a field service engineer (fse) was dispatched to the account to perform maintenance on the system in accordance with wo- (B)(4). The fse troubleshot the system and determined both fuses had blown. The fuses were replaced, and the system was tested to confirm functionality. The severity observed matches the anticipated complaint severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that the device would not hold a charge when connected to the power cord. Multiple outlets were tested with the same result. Due to the charging issue, the case was canceled.